Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The analysis of the rdf did not find any conclusive cause of the elevated rwbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. While the trima accel system is typically robust against numerous draw pressure alerts and flow adjustments, it is possible that the high number of alerts and adjustments that occurred disrupted the steady state of the system and contributed to the higher than expected rwbc content reported for this product. It is also possible that a sampling, calculation, or other process error may have contributed to the higher than expected rwbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.